Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed to separate from the delivery catheter. The lp was removed and the implant attempt abandoned. The patient was in stable condition.